Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to deploy and inflation issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately calcified, mildly tortuous, mid left anterior descending artery. After the 2.75 x 38 mm xience xpedition stent delivery system (sds) was advanced to the lesion, the sds balloon was inflated to 15 atmospheres; however, the balloon would not inflate further and the stent implant did not deploy. The sds was removed from the patient without issue and replaced with another sds. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.